Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article, the modification of the original insertion technique, as described in this article, will reduce infectious and clotting events by eliminating the simultaneous use of the hero and dialysis catheter.

Event description:
Received an article titled "early use conversion of the hero dialysis graft. " the article was to report the modified insertion technique for the hero device to allow early access and avoid the infectious complications previously reported. Per the article one death included: mace - one patient developed chest discomfort in the first postoperative week.